Event description:
It was reported that the numbers kept ramping up and did not stop. The customer's blood glucose reading was 310 mg/dl. Customer treated with manual injection. The scroll bar is moving without input from the customer. Caller stated that the screen is frozen. Advised caller that the insulin pump will be replaced.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump received with no button response due to corroded keypad traces. Cracked reservoir tube lip, scratched lcd window, broken belt clip slot and cracked battery tube threads were also noted.